Event description:
Customer reported 300mg of hydromorphone delivered in one dose. Reported module programmed using a bd syringe with a hydromorphone concentration of 0.2mg/ml. No patient harm reported or medical intervention required. Requested a device event log review. Investigation ongoing. Will send follow up report when investigation is complete.